Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Found needle separated from sensor.

Event description:
It was reported that the customer put in an enlite sensor in the serter. Customer had to take the backing off the tape and it pulled the whole sensor fell apart in 3 different pieces. Customer stated that the one that was inserted has an issue and the customer cannot get the needle to spring back in. Customer held the base of the sensor down and pulled the top of the needle hub. The needle then released back into itself. Sensor will be replaced. Customer stated that the sensor fell on the dog and it now has dog hair on it. No additional information provided.